Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sound and a keypad anomalies. The customer's blood glucose level was not provided at the time of the incident. The customer reported the that they wouldn't get alarm noises. They also reported that buttons would not respond sometimes and some physical damage on the insulin pump. Troubleshooting was not provided. The insulin pump will not be returned for analysis.